Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device had cracked enclosure, and water tank cover cracked. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be a cracked enclosure near the drain tube cause by the customer wear and tear of daily use. The technician replaced enclosure.

Event description:
It was reported that a smiths medical fluid warmer was leaking from the drain connection. No adverse patient effects were reported.